Event description:
As reported, during ipom (intraperitoneal onlay mesh) procedure, the surgeon tried to fixate the non-bard/bd mesh using sorbafix enhanced fixation device. It was reported that only three fasteners successfully fixated the mesh/tissue from deployed fifteen fasteners and some were deployed broken. It was reported that loose and broken fasteners were left in the patient¿s body. It was reported that the surgeon did apply counter-pressure with the contra-lateral hand during attempted fixation and and fixation was not applied at/near the cooper¿s ligament. The procedure was completed using another sorbafix device. It was reported that the patient is currently in good condition, but the surgeon is worried about there may be adverse effects in the future.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not fixate, loose and some broken fasteners were left inside the patient's body. Photo provided shows multiple loose and broken fastener inside of a metal bowl; broken fasteners being held by a gloved hand.(B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.